Event description:
Customer stated that he was treated by emts for high blood glucose levels (bg's) in 2008. Customer stated that he had worn the pod for 24 hours. Customer stated that bg on the same same, ranged from 62 mg/dl in the a.m. Up to 424 mg/dl that night. Emt's meter read 720 mg/dl. No further information is available.

Manufacturer narrative:
The device involved will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the patient always carry extra supplies in case of emergency.